Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. It was noted that the patient is a child with no tricuspid valve access and therefore everything must remain on the outside.  It was reported to the hospital that the patient had fallen on some gravel. Subsequently the defibrillation impedance and tip-coil pacing impedance were out of range and a coil fracture noted on x-ray.  The patient was admitted and after much discussion, it was decided to replace the coil.  The patient has previously suffered an out of hospital cardiac arrest.  The lead was explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.